Manufacturer narrative:
(B)(4). Batch # r92375. Following information requested but unavailable: what part of the device is ¿the branch¿? Is the tissue pad completely missing from the clamp arm? Did the active blade break off of the device? Did the broken blade tip/completely detached tissue pad fall into the patient? Was the broken blade tip/completely detached tissue pad retrieved from the patient? Did this cause a change in the plan of care for the patient?

Event description:
The branch detached during the use on the epatic parenchyma. Patient consequence? No.